Event description:
It was reported that the patient experienced unexplained elevated blood glucose ranging from 200¿300 mg/dL for greater than 4 hours on (b)(6) 2026, with a current BG of 203 mg/dL, and treated the high BG with insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.